Event description:
Surgeon reported that during an uneventful cataract extraction by phacoemulsification, the intraocular lens broke into two pieces in the injector when injected into the capsule. The broken lens cut the posterior capsule and vitreous prolapsed. The lens pieces were removed & the surgeon implanted an anterior chamber lens in the anterior chamber.